Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "removed implants due to wear."